Event description:
It was reported that the pump exhibited a double beep with no cassette during bench test. No patient injury or involvement was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been received to date.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device in good condition; the tamper seal was intact. There was no evidence of the reported error in the event history log (ehl). The reported problem was not duplicated/verified during functional testing. Per investigation, the high-pressure messages found in the event history log caused the double beep - no cassette attached error. The downstream sensor was found to be defective and was recommended to be replaced as corrective action. The root cause was undetermined. The product is beyond 16 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: correction: d4: model number: 6400 ; correction: h4: mfg. Date. 09-oct-2006.